Manufacturer narrative:
(B)(4). Concomitant product: guide wire: sion; guide catheter: heartrail. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous and mildly calcified de novo concentric proximal left anterior descending artery wit 99% stenosis. When an unspecified device was being removed through the copilot bleedback control valve, there was more blood leakage than normal at the rotator of the copilot. A new copilot was used to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The leak was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the leak.

Event description:
Additional information received: the leakage was from the cap of the copilot and not the rotator.